Event description:
It was reported that during an angioplasty procedure, the catheter could not be removed through a cook 5fr introducer sheath. The sheath and catheter had to be removed together. No add'l details were reported.